Manufacturer narrative:
The compared sample measurements were performed within a 4 hour time span.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). The patient stated he had to reduce marcumar medication for an eye surgery, but he noticed that his inr had not really dropped. For this reason, he performed a comparison between his meter and the doctor's coaguchek meter (model and serial number unknown). A sample from the patient was tested using the complained meter, resulting with a value of 2.9 inr. At an unknown time, a sample from the patient was tested using the doctor's meter, resulting with a value of 2.2 inr. The patient's therapeutic range is 2.5 - 3.0 inr.